Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the tips were not aligned on a prograsp forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The instrument tips were not bent or damaged. An additional finding was various scratches on the distal end of the main tube showing light material removal. The scratches were .032 - .113 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.